Manufacturer narrative:
(B)(4). Due to imrdf harmonization, some previously submitted device, method, result, and conclusion codes related to this event may have been updated. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Other applicable components are: product ID: 3057, lot# unknown, implanted: (B)(6) 2018, product type: screening device. Other relevant device(s) are: product ID: 3057, serial/lot #: unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an external neurostimulator (ens) for urge incontinence. The patient stated they began swelling up and had severe bloating and pain. They were in a great deal of pain in their left side and leg. Patient reported they turned the device off per their clinician's nurse at 1am the night prior to report. Due to this, the data for the day had not been collected. The patient reported they were having a very bad allergic reaction to the adhesive and the iodine. They were in the emergency room as the call was ended. Contributing factors and actions/interventions taken to resolve the reported issues were unknown, it was reported the issues were unresolved at the time of the report. Additional information was received. The patient reported they experienced severe burning near their incision site near their spine that may be caused by an infection. The patient mentioned they turned off the device because they thought it was on fire. Patient was advised to contact their clinician. Additional information was received. The patient mentioned again swelling, bloating, pain and allergic reaction. No further complications were reported or anticipated.